Event description:
A cartridge change error was reported by the customer, prompting the pump to declare an error. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, guided by technical support, inspected the cartridge o-ring and pneumatic tap area for any issues, cleaned the area, and ensured the cartridge was properly attached. They successfully completed the load process and resumed using the insulin pump.